Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the tube leaked during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The complaint sample was not returned for investigation. There was a leak verified in the leak test video provided by the customer. However the actual area of the leak was unable to be analyzed therefore the root cause was undetermined.

Event description:
The event is reported as: the customer alleges the tube leaked during use. There was no patient harm reported.